Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information/correction . D4 serial- additional information. D4 UDI- correction . D4 model no- correction. G3: date received by manufacturer - additional information.

Event description:
Subsequent to the initial MDR, a correction is required.